Manufacturer narrative:
(B)(4). Date sent: 08/02/2021. D4: batch # r58c5r. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and three reloads present. In addition, the knife was noted to be partially advanced into the anvil, thus the device caused that the device would not to be closed. The knife was returned to the home position. The reload (b) was received partially fired 1/16. The reload (c) was received fully fired. The reload (d) was received unfired, with 4 double drivers missing and two are out of position, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged. The device was tested for functionality in the articulated position with the returned reload (b) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge and how the knife was partially advanced. The condition of reload (b) is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. Reload (b): ecr60d, r58857, partially fired 1/16 . Reload (c): ecr60g, t5ex9z, fully fired . Reload (d): ecr60g, u5ax6u unfired, 4 double drivers are missing and 2 are out of position. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during radical gastrectomy surgery, could not fire when severing gastric tissue. Changed to another device, after fired, removed the device and noted some staples malformed. Changed to another two devices, they all had the same issue. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.